Event description:
Nurse reported to sales rep that the spacer block doesn't work, it is stuck and it is impossible to rotate and change to other size in thickness. The surgery proceeded without the spacer block and no consequences for the pt was reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.